Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a persistent alert indicating an insulin shaft rewind or absolute range error after restart, and the user¿s blood glucose was 276 mg/dl; a replacement device was arranged and the user was instructed on shutdown, data syncing to the mobile app, cgm continuation, return logistics, and that device data would not transfer to the replacement. Symptoms included hyperglycemia. Outcomes included use of an alternative monitoring method and device replacement. Investigation included review of the device history and complaint details with verification of the reported alert and arrangements for return of the device for evaluation. Evaluation of the device revealed missing frame screws which allowed the gear frame to come loose and disengage from the spur gear to cause alert 41 to annunciate. It was concluded that the cause was attributed to improper assembly of the gear frame. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.